Event description:
Report received indicated balloon deflation difficulty and withdrawal difficulty snagged/caught on stent. Endovascular repair of descending thoracic aortic aneurysm, measuring 6.8 cm diameter with a gore-tag stent graft was performed in 2006. The thoracic aorta was tortuous distally. Access was made through both the right and left common femoral arteries. Two gore-tag stent grafts sizes (34mm x 15cm) and (40mm x 15cm) were positioned and deployed. However, the aortogram revealed the stent graft to be pt but, there was a large distal type-1 endoleak. To treat the distal type-1 endoleak a gore- tag distal stent graft extension (37mm x 10cm) was deployed. Again an aortogram was performed revealing persistence of the distal type-1 endoleak.

Manufacturer narrative:
A palmaz stent was placed within the stent graft. A 65cm x 16-french sheath was advanced within the distal portion of the stent graft. Through the sheath, a palmaz p4010 stent mounted on a 25mm maxi ld balloon was introduced. With the balloon and stent in position within the distal neck, the 16 french sheath was withdrawn and the balloon was inflated. After the balloon was deflated, the 16 french sheath was advanced back through the palmaz stent to allow removal of the balloon. However, the balloon did not properly deflate and could not be withdrawn through the sheath. Attempts were made to withdraw both the sheath and balloon together through the 24-french introducer, but the palmaz stent was dragged distally as attempts were made to withdraw the balloon and the 16-french sheath. To further expand the palmaz stent so that it would be securely fixed in its proper location the stent was post dilated using an angioplasty balloon and final dilatation was performed with a coda balloon. Final completion aortogram shows successful complete exclusion of the distal descending thoracic aortic aneurysm with preserved perfusion of the celiac and superior mesenteric arteries. The pt was stable without complications. The product was not returned for analysis. Additionally, as the sterile lot number was not available, device history record review could not be performed. With the limited amount of info available and without the return of the product for analysis or films of the procedure it is not possible to draw a clinical conclusion between the device and the event. However, when placed within a covered stent graft the palmaz stent is unable to securely affix itself into the vessel wall as intended. Thus, it looses some of its ability to resist the drag effects of the balloon/sheath combination as they move through it. Procedural factors likely contributed to the reported event. The palmaz stent is not indicated for this type of procedure. As such, usage of the product other than that indicated in the product's instructions for use (IFU) may involve add'l risks not described in the labeling. This is one of two products involved in the same patient and reported under mfg number 9610978-2008-00120 and 1016427-2008-00138.